Event description:
Caller reported a malfunction on the pump, identifying malf 12 as the malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump for the customer, who expressed interest in obtaining an out-of-warranty loaner pump. The issue had been reported multiple times, but the customer had not reset the pump within the last 24 hours.